Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 330 mg/dl. The customer treated their blood glucose with a manual injection. It was also found the customer received several no delivery alarms that was resolved with an infusion set change. The customer could not recall any significant events leading to the alarms. Customer also stated they were able complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.